Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope stopped working, and the screen was black. The issue occurred 30 minutes after starting an unspecified procedure. The procedure was completed using a backup device, and no patient harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure screen was black was confirmed. However, reported failure black dots on screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken, and image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.